Manufacturer narrative:
B3 - date of event: date of event was approximated to 03/01/2025 as the exact event date was not reported. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified popliteal artery. A 4mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. During first inflation at 12 atmospheres for 10 seconds, the balloon burst without reaching the burst rated pressure. The balloon was removed over the wire and the procedure was completed with another of the same device. There were no patient complications as a result of this event.